Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "an unusual presentation of catastrophic failure of hip arthroplasty with a thigh mass" written by florian dibra, md and hari parvataneni, md published by arthroplasty today http://dx.doi.org/10.1016/j.artd.2016.03.001 on 8 april 2016 was reviewed for MDR reportability. The article reports on one case of a (B)(6) yo female who received a tha in 2015 post a mva (1996) when she sustained a left femoral head and neck fracture as well as ipsilateral femoral shaft fracture. She initially underwent open reduction and internal fixation for femoral head and percutaneous screw fixation of the femoral neck fracture. She also underwent a retrograde intramedullary nailing for the femoral shaft fracture. Due to persistent pain when received a tha 1 year later with duraloc titanium cementless shell and enduron polyethylene liner and unspecified press-fit anatomic medullary locking femoral stem with a cobalt-chrome head (indicated as depuy product). She was assessed in "20098" due to left hip pain and radiographs revealed poly wear with impending wear-through but no surgical treatment was offered at that time. In 2014, she reported a 3-month history of l hip pain and progressively enlarging painful anterior thigh mass. No signs of infections were noted but she became dependent upon a walker for ambulation due to pain. She was unable to work and severely limited even with activities of daily living. Radiographs revealed l total hip prosthesis with complete wear-through of the femoral head through the poly liner and acetabular component. Infectious workup was negative. Fluid aspiration was noted to be "dark/motor oil" in color and consistency. Her l hip joint range of motion was limited in internal and external rotation due to pain. Revision surgery revealed metal-stained black fluid and significant metal debris about the hip joint with severe secondary remodeling and capsular destruction. Significant osteolysis on proximal femur and acetabulum. No evidence of pseudotumor. There was complete erosion of the metal portion of the titanium socket and bony destruction beneath this. Patient had follow up 20 months post revision surgery and was back to full activities without assistive devices and pain free. Adverse events: surgical intervention, pain, joint range of motion decreased, foreign body reaction, limb asymmetry, osteolysis, device wear. Impacted products: depuy cup, head, liner, stem.